Event description:
It was reported that within a couple months of implant, the patient complained of dizziness from time to time. Following a holter monitor, it was revealed that the p waves were not being conducted and were without spikes. The lead connections were checked, and appeared fine, and the leads measured fine via analyzer. The device was explanted and replaced. During the replacement procedure, the ventricular lead was damaged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The grommet was found to be damaged.